Manufacturer narrative:
Requested for return, but not received.

Event description:
On (B)(6) 2021, an eye care provider (ecp) in (B)(6) reported a patient (pt) experienced discomfort and developed an ulcer while wearing the acuvue® oasys® for astigmatism brand contact lens (cl). The ecp advised the cl was torn prior to insertion. The affected eye was not provided. No further information was provided. On (B)(6) 2021, additional information was provided by the ecp. On (B)(6) 2020, three days after receiving trial cls for the left eye (os), the pt returned to the ecp store with discomfort os after wearing a cl with a chipped edge. The ecp reported the pt noted the cl had a chipped edge prior to insertion. The pt experienced foreign body sensation and ¿high sensitivity¿ in the os while wearing the cl. The reporting ecp prescribed artificial tears and a ¿healing cream¿ (unspecified). In the evening on (B)(6) 2020, the pt visited a doctor, as the symptoms worsened. The pt was diagnosed with an ulcer on the os and prescribed an unknown medication for 15 days. The pt¿s symptoms continued for 1 week after visiting the doctor. Additional information from the medical report will be requested from the pt by the ecp. On (B)(6) 2021, additional information was provided by the ecp. The diagnosis from the treating doctor was ¿submillimeter non-infiltrated central corneal ulcer with mild hyperemia¿ in the os. The pt is currently not wearing cls. The ecp confirmed the pt does not have any permanent damage or loss of visual acuity. No further information was available. The suspect os cl was requested for return for evaluation but has not yet been received. The lot number is unknown. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.